Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The auxiliary o2 tubing was reconnected to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in a disconnection of the internal tube that connects between the flowmeter output barb to the auxiliary oxygen resulting in loss of auxiliary oxygen. There was no patient injury.